Event description:
During a ureteroscopy, when this guidwire was being withdrawn, the physician noticed that the coils were separated at the midpoint of the wire and the "end" had 2 jagged spots and was not the tip, so they retrieved the 4cm tip with a basket, with no patient complications. It was reported that the procedure was then completed successfully with no patient complications. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the wire is completely fractured at approximately 1.5cm and is kinked at approximately 5mm from the distal tip. The outer coil wire is fractured at approximately 5mm from the distal end at which the wire has come apart. The ends of the outer coil show evidence of being hit with a laser and are also melted. A history search revealed no prior complaints reported against this product lot. Dfu states: "failure to abide by the following warnings might result in damage to the channel or duct, abrasion of the hydrophilic coating, release of plastic fragments from the guidewire, damage to or breakage/separation of the guidewire, that may necessitate intervention."